Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash located under the two side's electrodes, underneath both breasts, and on the upper back under the lifevest. The rash was described as a raw yeast infection. The patient's doctor prescribed nystatin cream and nystop powder. The doctor was also aware that the patient would leave the lifevest off to let the infection heal. Follow-up indicated that the rash had almost completely cleared up.